Manufacturer narrative:
H4: the lot was manufactured from june 21, 2022- june 22, 2022. H10: two (2) actual samples were received for evaluation. Visual inspections with the unaided eye and with magnification were done on both samples which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black particulate matter was adhered inside of injection port in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Date of event: this event occurred on an unknown date between december 02, 2022 ¿ january 03, 2023. Should additional relevant information become available, a supplemental report will be submitted.